Event description:
It was reported that patient had a driveline infection with an onset date of (B)(6) 2023, and a syncopal episode overnight. Log files were sent for review, which showed no unusual events recorded. Additional information was provided that the patient experienced erythema to the right, lateral and superior side of driveline exit site. There was also a palpable mass appreciated superior to driveline site about 4-5 centimeters and there was a copious amount of brown purulent drainage reported. The patient had an incision and drainage (I&d) on (B)(6) 2023 and (B)(6) 2023. The cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was treated with intravenous (IV) vancomycin and the patient was on ancef (cefazolin) every 8 hours. There were no more syncopal events reported after fluid administration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's volume status could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also explains that, when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection, as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.